Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015- 01499 / 01500).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2002. Subsequently, patient underwent a closed reduction procedure on (B)(6) 2015 due to dislocation.